Manufacturer narrative:
Follow-up type - correction - inadvertently did not select follow-up type in supplemental #01 submitted, additional information should have been selected.

Event description:
An implant card was received indicating the patient received a prophylactic generator replacement. It was noted that the product is not available for return as it was discarded.

Event description:
The patient was referred for a generator replacement. It was reported that the patient's stimulation was painful and the patient felt their stimulation more often. No known relevant surgical intervention has occurred to date. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.